Manufacturer narrative:
The reported event of shocking sensation was not confirmed. As received, the ipg would not communicate due to a depleted battery (the ipg battery was depleted since the patient stopped charging due to the shocking sensation). The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. No root cause was identified for the reported issue of shocking sensation.

Event description:
Additional information received indicated the patient stopped charging the ipg as they experienced overstimulation. Following replacement of the device, the issue has reportedly resolved.

Event description:
Additional information received indicates that the patient experienced shocking sensation at the ipg site. As such, the patient stopped charging the ipg.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy due to ipg being inoperable. Reportedly, ipg became inoperable due to patient stopped recharging the ipg. As such, surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was restored post operatively.